Event description:
It was reported that the lipids tubing was leaking on the floor after several hours of infusing. The area that leaked was within the pump module. The event occurred in the nicu. There was no patient harm.

Manufacturer narrative:
The customer¿s report of tubing leak at pump segment was confirmed. Visual inspection noted that the silicone segment had a tear near the upper fitment. Examination under magnification noted a crush mark to the upper blue fitment. There were no other anomalies observed. Functional testing confirmed leaking coming out from the tear in the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The root cause of the tear could not be determined.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the lipid tubing was leaking on the floor after several hours of infusing from the portion of the tubing within the pump module. The event occurred in the nicu, and there was no patient harm.